Manufacturer narrative:
The astral device was returned to resmed for an investigation. Review of the device data logs revealed the device powered down unexpectedly. The main circuit board was replaced to address the leaky super capacitor. The device was serviced and fully tested before it was returned to the customer. Based on all available evidence and complaint investigations of a similar nature, the investigation determined that the device powered down unexpectedly was due to an intermittent connection with the battery. Resmed's risk analysis for this failure mode concludes that the risk is acceptable. Resmed reference #: (B)(4).

Event description:
It was reported to resmed that an astral device alarmed and main circuit board had a leaky super capacitor. There was no patient harm or serious injury reported as a result of this incident.